Manufacturer narrative:
(B)(4) complaint details were reviewed. Customer stated, (B)(6) (pa) was performing a bmb and gained purchase, connected the driver and drove through cortex into medullary space. Took aspirate ok and then reconnected the driver to drive down and obtain bone marrow specimen. She met resistance and the needle got stuck. The needle bent and she said the needle broke off the hub at the connection to hub. She then had others help as they tried to pull the needle out manually. They were crimping the needle trying to pull back but since it was kinked where it broke off, they had to use surgical cokers to pull out the needle. They were having trouble gripping with the surgical cokers due to the crimp on the needle where it broke off. They cut off the proximal 2cm on the needle. Then gripped the needle with the surgical cokers to pull out. After they pulled it out of the patient, they had to cut off the distal 4cm on the needle from the tip as they could not get the specimen out. Once they did, they did not find any bone marrow or bone specimen in the needle, just some clot. We have the needle and driver for return." The returned cannula showed significant damage to the 3 separated pieces. Stress, fracture and deformation were noted. The damage is likely due to the use of hemostats or other surgical tools to remove the material. The shaft material at the point of separation near the hub was severely deformed indicative of lumen subjected to excessive tension. This is likely due to the shaft subjected to torque/force when needle met resistance and/or got stuck. Per IFU states, " do not apply excessive force to driver/needle set. No lot number was provided for a DHR review. No other issues observed with the sterile bag connector or driver. Additional information was requested. A response was received. Patients bone was hard and did require additional force to be applied through cortex into the medullary space for aspiration and core sample procurement. All shaft material was removed from patient. Reattempt to collect core specimens was not done. Patient condition is fine. No signs of hematoma or oozing. X-ray and CT imaging were normal. Based on the information, the most likely root cause of the issue user error.

Event description:
It was reported that:"(pa) was performing a bmb and gained purchase, connected the driver and drove through cortex into medullary space. Took aspirate ok and then reconnected the driver to drive down and obtain bone marrow specimen. She met resistance and the needle got stuck. The needle bent and she said the needle broke off the hub at the connection to hub. She then had others help as they tried to pull the needle out manually. They were crimping the needle trying to pull back but since it was kinked where it broke off, they had to use surgical cokers to pull out the needle. They were having trouble gripping with the surgical cokers due to the crimp on the needle where it broke off. They cut off the proximal 2cm on the needle. Then gripped the needle with the surgical cokers to pull out. After they pulled it out of the patient, they had to cut off the distal 4cm on the needle from the tip as they could not get the specimen out. Once they did, they did not find any bone marrow or bone specimen in the needle, just some clot. Additional information was requested. A response was received. Patients bone was hard and did require additional force to be applied through cortex into the medullary space for aspiration and core sample procurement. All shaft material was removed from patient. Reattempt to collect core specimens was not done. Patient condition is fine. No signs of hematoma or oozing. X-ray and CT imaging were normal."